Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient elected to have the neurostimulator removed due to lack of symptom relief. The system has been explanted, and the patient does not intend to have it replaced. The stimulation was not considered helpful enough to continue use. No device malfunction was reported. No clinical complications were reported.